Manufacturer narrative:
The c-mount end of the camera coupler has severe damage. This damage is considered to be customer related.

Event description:
During shoulder procedure, the inner lens was foggy and was replaced with a back-up to complete the procedure. A one hour delay was reported.